Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The malfunction was observed intermittently but we were unable to verify root cause. The multi-function connector was replaced to reduce the probability of occurence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately rebooted power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.